Manufacturer narrative:
Hill-rom technical support suggested checking the pendant. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. The account replaced the hand pendant and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head section would self-run. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).